Event description:
Provider states an error code and an arching mark on motor winding contact. In speaking with the reporter it was learned there is no injury. He also stated he called in to technical services was advised to take the plugs off and checked the connections when he identified scorch marks. There were no indication of burning, smoke or fire. There was no reported injury or ill effect. The device is non operational. No further information was reported.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual part number 1143190 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter no further information was obtained on the consumer's age, height and weight. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The dealer had called in for troubleshooting and was advised to replace the controller and possibly replace the motor. If any further updates are received on this incident, a supplemental report will be filed.